Event description:
It was reported the device was used during a thoracoscopic bleb resection. It was reported the surgeon pulled the white handle and then the black handle of the ez35b and it jammed. The surgeon openned the device and discovered it had fired a few formed staples and the cut line was not complete. Another ez35b was opened and worked fine without difficulty to complete the procedure. It was reported no buttressing material was used during this procedure. There was no consequence to the patient.